Event description:
It was reported that during post implant follow up, slightly elevated capture threshold was observed, but the physician felt it was not abnormal. Two weeks later, the patient presented to the hospital with pericardial effusion and tamponade. A pericardiocentesis was performed. The patient was stable at that time, but later expired. The physician suspects the patient died of sepsis, and that perforation was not the cause.

Manufacturer narrative:
No medwatch form was received.